Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed, and the pacemaker was explanted while the right ventricular (rv) lead and right atrial (ra) lead remain in service. Additional information received indicates that there are no issues other than infection. The reddish tint is due to inflammation, not hematoma. The skin was red from the antenna area to the bottom of the main unit. Further information was received that indicates the rv lead is now explanted. No additional adverse patient effects were reported. Additional information was received this rv lead was difficult to remove as the helix could not be retracted.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried body fluid around the helix. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The helix mechanism was found to be clogged with dried body fluid. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed, and the pacemaker was explanted while the right ventricular (rv) lead and right atrial (ra) lead remain in service. Additional information received indicates that there are no issues other than infection. The reddish tint is due to inflammation, not hematoma. The skin was red from the antenna area to the bottom of the main unit. Further information was received that indicates the rv lead is now explanted. No additional adverse patient effects were reported. Additional information was received this rv lead was difficult to remove as the helix could not be retracted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the skin of the patient inevitably sticks out because of the large size of that antenna part. There were no additional adverse patient effects reported. The rv lead remains in service.